Manufacturer narrative:
Findings: pump received with blank display due to moisture damage electronic assembly. Also received with corroded motor home switch. Unable to verify motor error alarm due to blank display. Pump received with cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.